Event description:
A peritoneal dialysis (pd) pt reported a fluid leak during fill 1 between his catheter extension and his cycler set. He was able to tighten the connection and the leak stopped. He completed treatment. The extension was not made available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. His effluent was clear. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer in the past. No records were available. The user acknowledged not tightening the connection enough and retightening resolved the leak.